Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, there was a problem connecting the needles. Another vessel closure device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with proglide devices was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomies were 18fr (rcfa) and 16fr (lcfa). Reportedly, disconnections of the needle occurred with one each proglide device in the lcfa and the rcfa. Two additional proglide devices were used for successful suture placement in the lcfa and rcfa using the preclose technique. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.